Event description:
During initial implant procedure, the helix of the right atrial (ra) lead was damaged. A new ra lead was successfully implanted to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies.